Event description:
It was reported to philips that the device failed operational check. The field service engineer (fse) evaluated the device and found no faults with it. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted. Resolution : I was not able to duplicate this issue. I ran op check device passed all checks and it was put back into service. The field service engineer (fse) evaluated the device and found no faults with it.

Event description:
It was reported to philips that the device failed operational check. There was no patient involvement.